Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The customer indicated that the instrument was not available for return to isi. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, half of the harmonic ace instrument tip was missing when the customer went to remove it from the arm. The harmonic ace shears instrument (lot number# 10221009) was discarded, but was used during procedure where the customer did not notice anything go wrong. The customer went back and looked in the patient and did not find the missing piece. The customer replaced the instrument and kept going. The surgeon did not want to do an x-ray and the piece was still in the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no damage noted. The piece of the instrument fell inside the patient upon dissecting. It was unknown what caused the fragment to fall into the patient. The instrument was in use for 20-30 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or hard material during the surgical procedure. The fragment broke off the instrument while in use. The surgeon did not feel any resistance upon final removal of the instrument through the cannula and the instrument wrist was noted to have been straightened. There was no other damage noted on the instrument after the event occurred and no damage noted to the cannula. The procedure was completed robotically. The patient has not returned to the hospital due to post-surgical complications.